Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the physician, who reported that the opacification was observed about 3 months ago, probably going on longer. In the surgeon's opinion the cause of the opacified lens is unknown. The patient is still recovering from the exchange so the vision is not sharp as of yet. The prognosis was reported as cautiously optimistic.

Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, the iol was explanted due to opacification. Additional information was requested and the information provided was that the reporter has no further information beyond the fact that the patient was unhappy with his vision and wanted it out urgently.